Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the probe couldn't cut during a pediatric congenital cataract procedure. The procedure was completed after replacing the probe with another. It could not be determined if the aspiration was functioning or not. There was no harm to the patient. The probe was available for return. No additional information is expected.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray, for the report of could not cut. The sample was visually inspected and was found to be non-conforming with a cracked body. The sample was then functionally tested for actuation, aspiration, and cut and was found conforming for all three functional tests. A video of the surgery is attached to the parent file and has been reviewed by the manufacturing site. The video confirms that the probe is not cutting. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. From the condition the returned probe was receive (with a cracked body), the probe was found functionally conforming for all functional tests. Therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. How and when the probe body became cracked cannot be determined from this evaluation. The cracked probe body did not impact the performance of the probe. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).